Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per the customer, while performing a mis procedure using the device the surgeon noted a loss of accuracy. There was an attempt to recalibrate the device, however it was found to still be inaccurate. The surgeon aborted the use of the device. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer, while performing a mis procedure using the device the surgeon noted a loss of accuracy. There was an attempt to recalibrate the device, however it was found to still be inaccurate. The surgeon aborted the use of the device. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.